Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the delamination occur intra-op during the initial procedure that was performed on abnormal drainage of the pulmonary veins? No did the delamination occur post-op after the initial procedure that was performed on abnormal drainage of the pulmonary veins? Yes why did the patient undergo a repeat operation on the same day? Due to the failure of the suture what symptoms did the patient experience following the initial surgical procedure that indicated that a re-operation was needed? An echocardiogram 2 hours after the operation revealed a delamination of the thread after suturing, as a result of which the implant (¿patch¿) did not stay in place. Please describe the appearance of the suture during the re-operation? Standard suture was the suture found broken post-op during the re-operation? If yes, where on the suture? No what type of suture was used for re-suturing during the re-operation? Continuous seam please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of the procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open on what tissue was the suture used? Autopericardium what was the tissue condition (normal, thin, calcified, fragile, diseased)? Condition according to age norm (7 years) how was the suture placed (interrupted or continuous)?continuous how was the suture originally tied (multiple knots, square knot, etc.)?12 standard surgical knots what instruments were used in this procedure to handle the suture?vascular did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Delamination was observed during a similar operation earlier. Were there any patient stress factors that precipitated the event? Anesthesia other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? External factors of suture material storage at the supplier/manufacturer are possible what is the patient's current status? Healthy material sent to loc attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Bq ¿ please create a 2nd file (for a different patient) as the additional information stated that ¿delamination was observed during a similar operation earlier.¿ will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the event stated ¿quantity of products involved in the incident 1 pack (36 blisters)¿ please clarify: was delamination of the thread noticed on only 1 suture thread? - yes, only 1 suture thread. Name of the procedure? - abnormal drainage of the pulmonary veins did this event occur intra-op? - yes. Were there any adverse patient consequences? - no. What is the current condition of the patient? - information is not provided are any samples being returned? - samples cannot be returned due to restrictions.

Event description:
It was reported that a patient underwent a procedure for abnormal drainage of the pulmonary veins on (B)(6) 2024 and suture was used. During the procedure, after placing implants on the vessels, after some time, the surgeons noticed delamination of the thread that held the implant, the implant "patch" did not stay in place. The situation was corrected immediately, by placing another suture material. The patient is alive. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1, h6 health effect - clinical code, h6 health effect - impact code additional information was requested, and the following was obtained: additional information was received from the surgeon. The thread delamination after suturing, as a result of which the implant ("patch") did not stay in place, the patient was taken for a repeat operation on the same day, the situation was corrected by applying another suture material. The patient is alive. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify when the delamination of the suture occurred as the new information stated thread delamination after suturing: did the delamination occur intra-op during the initial procedure that was performed on abnormal drainage of the pulmonary veins? Did the delamination occur post-op after the initial procedure that was performed on abnormal drainage of the pulmonary veins? Why did the patient undergo a repeat operation on the same day? What symptoms did the patient experience following the initial surgical procedure that indicated that a re-operation was needed? Please describe the appearance of the suture during the re-operation? Was the suture found broken post-op during the re-operation? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of the procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any patient stress factors that precipitated the event? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Additional h6 investigation findings code c22-photo review a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional h3 investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a single barrier folder labeled as 8766 closed. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.